Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the customer woke up and found the insulin pump with a blank display, which caused the customer to have high blood glucose of 16 mmol/l. The device has cracks near the screen and customer is unaware how damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. The insulin pump was received with a cracked display window.